Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that every now and then they feel a jolt going down to their leg that lasts maybe 5 seconds. They added that this would happen maybe once an hour. The patient stated that sometimes the issue would occur when they were sleeping at night. They indicated that the issue has gotten worse. The patient noted that a couple days prior to the report, the jolting was constant for 3 hours, and they couldn¿t stand it. They stated that they had to walk around for a while, and then the pain finally subsided. The patient added that ¿it was like it shot up¿ and was hitting the nerve. They stated that they have had several engs from 3 different people, who all say the issue is coming from the back going down to the foot. The patient indicated that they don¿t know if their stimulation is causing the issue or not, because they also have pain where their implantable neurostimulator (ins) is located. The patient mentioned that if the issue is related to their stimulation, they are wondering if they should have the device removed. They stated that they don¿t think that any falls, trauma, or medical procedures would be related to the issue. The patient also noted that their symptoms were gradual. The patient was re-directed to follow-up with their healthcare provider. Physician listings were sent to the patient, as they did not have a managing physician. No further complications were reported or anticipated.